Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 17 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the nozzle was unable to be further specified. Moreover, no deformation of the nozzle was observed, nor any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The instruction manual operation manual ¿chapter 3 preparation and inspection, 3.2 inspection of the endoscope and 3.6 inspection of the endoscopic system¿ describes the following warning: " inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities." " keep the air/water valve¿s hole covered with your finger and depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens.". Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis lucera colonovideoscope had distal end defects and air/water flow issues. Inspection and testing of the returned device found the nozzle clogged with foreign material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found nozzle has foreign objects . Due to clogging of nozzle, air supply volume does not meet the standard value. Due to clogging of nozzle, water supply volume does not meet the standard value. Objective lens has a crack. Light guide lens has a crack. Due to a pinhole on channel -tube, water tightness is lost. Due to wear of angle wire, bending angle in up direction does not meet the standard value. Due to clogging of nozzle, water removal ability does not meet the standard value. Due to slipping-out of light guide bundle, illumination is poor. Up/down knob has a scratch. Lock engagement knob has a scratch. Lock engagement lever has a scratch. Up knob has corrosion. Switch button 1 has a scratch. Plastic distal end-cover has a scratch. Connecting tube has a scratch. Connecting tube has a wrinkle. Scope -connector has a scratch. Protector of universal cord on scope-connector side has a scratch. Protector of universal cord on control section side has a scratch. Universal cord has a scratch. Image guide protector has a scratch. Grip has a scratch. Scope cover has a scratch. Switch box has a scratch. Suction cylinder is shaved. Air/water cylinder has corrosion. Right/left knob has a scratch. Control unit has a scratch. Electrical connector has discoloration due to water leakage. Due to clogging of nozzle, water removal ability does not meet the standard value. Adhesive on bending section -rubber has a chip. Due to damage on up/down, knob up/down knob does not move smoothly. Due to wear of angle wire, the play of up/down knob is out of the standard value. Due to wear of angle wire, bending angle in up direction does not meet the standard value. Due to a crack on bending section rubber, insulation resistance value at distal end does not meet the standard value. The foreign matter questionnaire found that the product was cleaned , disinfected, and sterilized before it was sent it to olympus. The customer did not know what the foreign matter was that was adhered to the endoscope. Unknown if there was any possibility that the endoscope was used for the procedure with the foreign material attached to it. No delay in the start of precleaning. The air/water nozzle was flushed with water and air. Endoscope was immersed in the detergent solution. There were abnormalities in the accessories used for reprocessing. The air/water nozzle was wiped/brushed the with clean lint-free cloths, brushes, or sponges and flushed with detergent solution. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.